Manufacturer narrative:
Reporter: corresponding author and institution. This literature review is being reported as an individual event type as serious injury due to the assumed medical or surgical intervention to treat the post-operative infections, necrosis and hernia recurrence, as well as the patient who required re-intervention and hospitalization. No strattice devices were returned for evaluation and it is unknown if any of the strattice devices were explanted. Multiple attempts are being made to gather additional patient and procedure specific information including lot numbers and device dispositions. To date, the lot numbers associated with these events remain unknown; therefore an internal investigation into the device history records could not be performed. A relationship to the strattice could not be determined. As per the IFU, potential adverse events are those typically associated with surgical mesh materials and/or their implantation procedures including, but not limited to, infection, lack of tissue perfusion, and recurrence of tissue defect. If additional information is received, a follow up report will be submitted. No further actions are required as a nonconformance could not be confirmed.

Event description:
During a literature review, the article titled "absorbable polyglactin vs. Non-cross-linked porcine biological mesh for the surgical treatment of infected incisional hernia" was identified which reported a review of patients operated on between january 2008 and june 2015 for contaminated or infected incisional hernia using an absorbable non-allergan mesh or a biological mesh, strattice, to compare infectious complication rates and recurrence free outcomes. There were 24 patients in the strattice group, which had larger parietal defects and higher cdc wound class. All patients operated on since 2013 received strattice. Postoperative outcomes in the strattice group included 1 cutaneous necrosis, 1 seroma, 1 hematoma, 5 superficial incisional infections, 3 organ surgical site infections, 8 "any" surgical site infection, 2 late surgical site infections, 1 chronic pain and 4 recurrence. In addition, 1 patient had re-intervention and 1 re-hospitalization. Conclusions reported that biological meshes seem to be superior to absorbable meshes in patients with contaminated or infected incisional hernia.